Event description:
A report was received that the patient was experiencing discomfort and a burning sensation at the pocket site while charging the ipg. It was mentioned that the pocket site had a brown coloration. It was also reported that there was a line that was believed to be the lead.

Manufacturer narrative:
Additional information was received that the patient suspected infection due to discharges noted on the ipg site. The physician confirmed that there was no infection. It was also noted that the patient was experiencing stress due to the implanted device. The patient will undergo an explant procedure. Additional suspect medical device components involved in the event: model#: sc-2408-56, serial #: (B)(4), description: avista MRI perc lead kit, 56cm. Model#: sc-4319, lot #: 20312004, description: clik x MRI anchor.

Event description:
A report was received that the patient was experiencing discomfort and a burning sensation at the pocket site while charging the ipg. It was mentioned that the pocket site had a brown coloration. It was also reported that there was a line that was believed to be the lead.

Manufacturer narrative:
Additional information was received that the burning sensation did not harm the skin area. The patient underwent an explant procedure per patients preference. No device malfunction was suspected. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing discomfort and a burning sensation at the pocket site while charging the ipg. It was mentioned that the pocket site had a brown coloration. It was also reported that there was a line that was believed to be the lead.